Event description:
On (B)(6) 2014, the reporter contacted lifescan alleging that the subject meter was displaying a message of ¿error 4¿. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - 7/8/2014 device evaluation.the lay user/patient¿s meter and strips have been returned on 6/24/2014 and 7/9/2014, respectively; the meter was evaluated by lifescan product analysis on 7/7/2014 with the following findings:error messages observed in the error log, but the error was not reproduced during the investigation. The strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/10/2014) correction.supplemental sent to correct information previously sent. Followup#1 date incorrect, date should be 07/10/2014.

Manufacturer narrative:
The patient¿s test strips have been returned on 7/9/2014 and evaluated by lifescan product analysis on 8/2/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.